Event description:
The customer reported during surgery, the system displayed an error code. The system then shut down. The customer was unable to reboot the system to complete the case. Another system from another facility was used to complete the case. There was an hour delay with the pt under general anesthesia. The customer noted, there was no pt injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on : 12/19/2007.